Event description:
Reportedly, during firing the tissue was incompletely cut. The anvil then disengaged and was retrieved using forceps. Upon testing leakage was present and the anastomosis was reinforced by over sewing.